Event description:
Boston scientific crm received info that this atrial lead was exhibiting high thresholds. The physician will be revising the lead position. No adverse pt effects were reported. One week later, we received new info that this atrial lead was explanted and replaced with a new atrial lead. The explanted lead was returned.